Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. The pump received with normal operating current. The pump passed self test. The pump passed off no power test. The motor was tested outside of the device and passed. The pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 375 mg/dl at the time of the incident. Customer changed the infusion set at the normal time but with the first bolus she had no delivery and motor error. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer could complete pump rewind. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.